Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between 01/30/2019 and 02/14/2019 (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an hyperopic surprise causing the female patient to have fuzzy and poor vision, after the implantation of the zlb00 +18.5 diopter iol (intraocular lens) in her right eye (od). As a result, the lens was explanted and replaced with a zlb00 +19.0 diopter. No incision enlargement, no vitrectomy was performed and no sutures were used. Patient's visual acuity preoperative: 20/25+2. Patient's visual acuity postoperative: 20/40. No additional information was provided.